Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she inserted a new cartridge into pump and then noticed an air bubble in the cartridge and unscrewed the adapter and the cartridge from the pump. She found 150 units of insulin had spilled into the pump. She is unsure how the leak occurred. No adverse event alleged. A request was made for the return of the device.